Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported physical property issue was not confirmed; however, there was noted scrapping sporadically throughout the teflon coating. The reported difficult to remove was unable to be replicated in a testing environment due to the condition of the returned device. The reported failure to advance was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the guide wire during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during advancement resistance was met with the anatomy and/or other devices resulting in the reported failure to advance. Manipulation of the device and/or interaction with the needle and/or y connector resulted in the reported physical property issue/noted scrapping sporadically throughout the teflon coating and the noted offset tip coils; thus resulting in the reported difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat lesion located in the proximal to mid left anterior descending coronary artery. The hi-torque balance middleweight universal ii (bmwuii) guide wire was inserted to protect the first diagonal artery (d1) but could not get into the d1. A non-abbott device was inserted, and the bmwuii could not be removed, so the non-abbott device and bmwuii were removed together, without issue. It was noted that there was an issue mid-shaft on the wire. There was no additional information provided.